Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A suture break can be influenced by, but is not limited to, manufacturing, user technique, and/or anatomical conditions. During manufacturing, all proglide devices are visually inspected and a sampling of the lot is functionally and destructively tested to assure proper device lot function. It was reported by the user, the device did not malfunction. Based on the in-process inspection and user experience, there is no reported information from the incident that would indicate a manufacturing deficiency. A suture break can be influenced by the user. The suture could be damaged by instruments used in the pre-close procedure or by the user pulling the suture against resistance. The instructions for use provides for the optimum procedure to ensure successful delivery of the suture. Anatomical conditions can interfere with the deployment process and may snag the suture. This can result in the user applying more force to complete the suture deployment, causing a suture break. The patient reportedly had calcification and scar tissue in the vessel. The special populations section states that safety and effectiveness have not been established for patients with fluoroscopically visible calcification at the access site. The reported calcification and/or scarring may have interfered with suture deployment and caused the suture break, but this cannot be confirmed. A review of the device lot history record and a query of the complaint handling database could not be performed as the lot number was not provided and the device was not available for analysis. Based on the investigation findings, there is no indication of a lot quality deficiency.

Event description:
It was reported that before an abdominal aortic aneurysm (aaa) procedure, using a preclose technique, an attempt was made to deploy the perclose proglide sutures in a calcified and scarred common femoral artery (cfa). Reportedly, during suture deployment, the suture broke. Three additional proglides were used with the same results. After the aaa procedure, the cfa was sutured closed to achieve hemostasis. There was no adverse patient seqeula. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date: reported as occurring approximately 3 weeks ago. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information. Per the instructions for use, the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. The additional perclose proglide devices are being filed under separate medwatch MFR numbers.